Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage.